Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer's blood glucose level was slightly elevated.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.